Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the pump had no power. It was noted that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/08/2015 device evaluation: the device has been returned and evaluated by product analysis on 06/22/2015 with the following findings: the display lens was peeled off and cracked. The display screen was damaged. The battery compartment was cracked. The power printed circuit board was was cracked. The motor assembly was misaligned. Due to this damage the pump was unresponsive.